Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and customer alleged pump was over delivering.. Customer's current blood glucose value was 281 mg/dl. Customer stated that the other blood glucose value was 226 mg/dl, 86 mg/dl, 115 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting. The customer was treated with food. Customer passed displacement test and self test. The insulin pump will not be returned device for analysis.